Manufacturer narrative:
H.6 investigation summary.(B)(4) sealed 31g x 5mm pen needle samples were returned from lot. No. 9204975, cat. No 320522. A clog test as per tp700483 was carried out on thirty six samples and no issues were observed. . A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de is clogged during use. The following information was provided by the initial reporter: needles are clog (not permeable).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de is clogged during use. The following information was provided by the initial reporter: needles are clog (not permeable).